Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00965826 case subject: npi 8015 did not turn on account name: ochsner medical center baton rouge account #: 1007347 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: seth gomez contact email: contact phone: (601) 270 7316 contact mobile: patient or user involvement: no patient or user harm: no case description: seth had a pcu 8015 sn (B)(4). No ac light when power cord plugged in and the unit would not turn on. Failure device type: failure problem type: failure mode: case resolution: I recommended seth to replace power supply processor board. Assisted with a part number and transferred to com for pricing. Seth will replace power supply processor board. Ref:_00d30y0yr._5000l1qjosv:ref